Manufacturer narrative:
This report is submitted on may 28, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor hearing performance, pain with stimulation and dizziness. The patient was hospitalised and administered oral antibiotics and steroids. The device remains insitu.